Manufacturer narrative:
Goertz l, liebig t, siebert e, pflaeging m, forgrig r, pennig l, schlamann m, dorn f, kabbasch c. Intrasaccular flow disruption with the woven endobridge for narrow-necked aneurysms: a safety and feasibility study. World neurosurgery. July 2021, 151: e278-e285,. Doi: 10.1016/j.wneu.2021.04.018. A.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. If information is provided in the future, a supplemental report will be issued.

Event description:
Goertz l, liebig t, siebert e, pflaeging m, forgrig r, pennig l, schlamann m, dorn f, kabbasch c. Intrasaccular flow disruption with the woven endobridge for narrow-necked aneurysms: a safety and feasibility study. World neurosurgery. July 2021, 151: e278-e285,. Doi: 10.1016/j.wneu.2021.04.018. Medtronic literature review found reported of patient complications in association with navien catheter. The woven endobridge (web) received u.s. Food and drug administration approval for endovascular treatment of wide-necked bifurcation aneurysms. The purpose of this article was to evaluate the feasibility, safety, and efficacy of the web for treatment of narrow-necked aneurysms. The authors reviewed 17 patients with aneurysms. Of the 17 patients, the average age was 55 years, 10 were female and 7 were male. The article does not state any technical issues during use of the navien. The following intra- or post-procedural outcomes were noted: 1. In 2 patients, postinterventional magnetic resonance imaging showed silent thromboembolic cerebral infarction without correlating neurological deficits.